Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a high blood glucose (bg) level (as high as 600 mg/dl). Correction bolus and insulin injections were used to address the high bg level. The contact did not think the pump was the cause of the event; however, the customer's healthcare provider thought it was. Tandem technical support reviewed the pump data and found that 3 occlusions had occurred. No other alarms were found. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.